Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, the root cause cannot be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vital signs¿ head positioner experienced fissure in it. The customer confirmed that there was no patient harm associated with the reported event.